Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a "feeling" and possible diaphragmatic stimulation from the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the ra lead was reprogrammed. The patient continues to experiencing a possible diaphragmatic stimulation symptom.